Event description:
Event description guidant received information that this ventricular unipolar lead had increasing thresholds, up to 3.5 v, after 9 years in service. The patient presented to the clinic with intermittent capture and a blood pressure (bp) of 70/40. When the device output was increased to 4.0mv, there ws 100% capture and the bp increased to 140/70. There were no adverse patient effects. The pacemaker was explanted, and the lead was surgically abandoned. Both electively removed from service by the physician.